Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j93117876, implanted: (B)(6) 1993, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient received a lockout time of 4 hours and 30 minutes on the ptm (personal therapy manager). The pump was refilled on (B)(6) 2014 and the patient was able to get two boluses before he was locked out. The patient normally used the bolus at night. The next refill date on the ptm was (B)(6) 2005 which was incorrect. The ptm settings were: dose restriction interval (6x/day); lockout interval (1x/60 minutes); and maximum per day lockout (3x/ 8 hours). The pump was delivering prialt, baclofen, dilaudid, and marcaine. Nearly two months later, it was further reported the device manufacturer representative remembered the patient but didn¿t recall details of solving the ptm issue but suggested the ptm ¿might just have needed to have batteries replaced and rebooted¿ however she couldn¿t confirm if this was the case for this patient. It was also reported the patient wasn¿t sure how to work the ptm or the health care provider (hcp) was ¿playing with him¿. The patient had told his hcp he wanted 4 boluses in the morning and 4 at night. The patient was getting lockouts and wasn¿t able to get boluses like he was supposed to. It was noted the patient received ¿morphine shots here and there but prialt seems to be working¿. No patient symptoms were reported. Additional information indicated that the pump was used to deliver dilaudid, fentanyl, bupivacaine, clonidine, baclofen and prialt. The patient was instructed to make sure he was keeping the ptm very still over the pump while delivering the message to the pump. Almost six month after the initial report, it was reported the health care provider (hcp) was ¿having trouble getting boluses program properly.¿ the problem had been occurring for over a year. The hcp wanted a device manufacturer representative to come to the patient¿s next appointment on (B)(6) 2014 to figure out how to program it. It was then reported the hcp ¿does not know how to program boluses¿. The hcp reportedly would give the patients 8 boluses a day and gave 3 boluses in the morning. The patient wanted to use 4 boluses in the evening to get him settled down so he can go to sleep. It was noted the patient would not take any boluses in the morning so that he could have 4 at night uninterrupted because it was necessary for his body to be able to sleep. It was noted the patient did boluses every other hour (8pm, 9pm, 10pm and 11pm) or 8pm, 10pm, 12am and 1am. It was noted the previous medication provided (fentanyl, prialt, baclofen and marcaine) were only assumptions as the hcp didn¿t give the patient exact information because he ¿changes it around¿. It was then however reported ¿there is also prialt¿ in the pump and that these were the 4 medications the patient was aware of¿. Interventions related to the ptm issues were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient requested to see the manufacture representative 2 weeks ago (around (B)(6) 2014) to check the ptm but the patient arrived early to the appointment and told the clinic staff that he didn't need to see the manufacture representative. The manufacture representative assumed the patient was doing well. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was supposed to get 8 boluses in a 24 hour period, but at most only got 4 of them. It was stated that the ptm never worked properly. The patient received a denied bolus screen and a lockout of 4 hours and 30 minutes. The patient was told to schedule an appointment with the manufacturer representative on (B)(6) 2014. No outcome was reported regarding the event. Additional information about the event could not be obtained by the report date. If additional information is received, a follow-up report will be sent.